Manufacturer narrative:
An evaluation of the suspect device revealed no manufacturing or processing related irregularities. The instrument was found to be properly manufactured and released in accordance with design specifications. Visual inspection of the returned arsenal tap revealed it fractured and separated at the 60mm depth grove indicator. A previous investigation for this type of event found that it results from multiple contributing factors including surgical technique, misuse, patient bone quality, improper measurement technique of the tap flutes.

Manufacturer narrative:
A review of the device history records revealed no manufacturing or processing related irregularities. The instrument was found to be properly manufactured and released in accordance with design specifications. No product evaluation is possible at this time. The instrument is currently in route from the international customer ((B)(6)). Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
An international customer ((B)(6)) report that while using a 6.5 arsenal tap, it fractured and broke at one of the scale indicators. The detached tip stuck into the patient's bone and was not easily withdraw. Finally with the use of a power grip, the surgeon managed to retrieve the tip and complete the surgery without further issue. The event caused over a 30 minute delay in the case.